Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2011, the patient was pre-operatively diagnosed with 1)herniate nucleus pulposus at c4-5,c5-6 and c6-7. 2) degenerative joint and disk disease at c4-5,c5-6 and c6-7. 3) spinal stenosis and foraminal stenosis at c4-5, c5-6 and c6-7. 4) structural instability at c4-5, c5-6 and c6-7. 5) cervical radiculopathy. 6) spinal curve. 7) gait disturbance and underwent the following procedures: 1) anterior discectomy and fusion at c4-5,c5-6 and c6-7. 2) anterior neural decompression at c4-5,c5-6 and c6-7. 3)anterior cage fixation at c4-5 ,c5-6 and c6-7. 4)anterior plate fixation at c4,c5,c6 and c7. 5) local harvesting cancellous autologous and bone graft. As per op-notes, ¿a peek intradiscal cervical implant filled with the patient¿s own locally harvested cancellous bone and bone morphogenic protein was placed into the intradiscal space at c4-5, c5-6, and c6-7 and distraction traction pins were removed.¿ postoperatively patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.